Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 13 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm but were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.